Event description:
The customer has reported that the holster is getting "damaged green cable," on the lcd screen during a breast biopsy. The customer was able to complete biopsy using an older system. There were no pt consequences reported.

Manufacturer narrative:
Eval summary: the unit was received with minor scratches. The analysis site confirmed the customer complaint. To correct the issue, the analysis site replaced the green translational cable. Parts replaced that were not complaint related were the blue rotational cable, the electrical cable and the port shaft. After servicing, the unit passed all qa testing procedures. Complaint info is trended on a regular basis to determine if further investigation is warranted.